Event description:
On (B)(6) 2012, the patient's mother contacted animas reporting that the pump's history appeared to be missing weeks of data based on the pump's download yesterday at the endocrinologist's office. Animas reviewed the pump with the reporter and noted the alarm history skipped from (B)(6) 2012, bolus history skipped from (B)(6) 2012. Per the patent's mother, the patient last changed the battery on (B)(6) 2012 and has not issues with blood glucose levels. She stated that pump was delivering boluses without any issues. The reported issue was unresolved with animas customer support. There was no allegation that the alleged issue caused or contributed to an adverse event; however, this complaint is being reported due to the unresolved issue with the pump's history. A replacement pump was sent to the patient.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 date of submission 12/27/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows evidence of the time and date resetting to factory default settings after reboots. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There was no hypersensitivity observed with the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment and faded display, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.